Manufacturer narrative:
Device evaluated by MFR.: upon receipt at boston scientific's post market laboratory, the farawave catheter was visually inspected. Visual inspection noted that the flush luer was detached from the catheter and not returned with the catheter. Thus, without the flush luer attached, it was not possible to perform a functional test of the catheter to confirm the leak allegation. Microscopic analysis of the catheter was performed and the tubing was noted to have a rough break and not a clean cut detachment. Additionally, an image of the device was provided that confirmed the flush port hub detached from the catheter. However, the reported leak could not be confirmed via analysis without the flush luer attached. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that during a pulse field ablation (pfa) procedure to treat atrial fibrillation, a farawave nav catheter was selected for use. No issues were during preparation of the catheter. Left veins were then ablation and the ri was complete. During rs deliveries, a fluid leak was noted. The hub was also noted to have fallen off flush port of the catheter. The fluid remained in the flush port with no indication of air ingress. The catheter was replaced, and the procedure was competed successfully. No patient complications were reported. The device has been received at boston scientific's post market laboratory.

Event description:
It was reported that during a pulse field ablation (pfa) procedure to treat atrial fibrillation, a farawave nav catheter was selected for use. No issues were during preparation of the catheter. Left veins were then ablation and the ri was complete. During rs deliveries, a fluid leak was noted. The hub was also noted to have fallen off flush port of the catheter. The fluid remained in the flush port with no indication of air ingress. The catheter was replaced, and the procedure was competed successfully. No patient complications were reported. The device has been received at boston scientific's post market laboratory where it is awaiting analysis.